Event description:
The customer did not specify the nature of the product complaint. There was no pt injury reported. Evaluation shows that the returned alarm unit does not sound the alarm when powered on.

Manufacturer narrative:
(B) (4). Customer did not specify the nature of the complaint. Evaluation of the returned product shows that the returned unit did not sound the alarm when powered on. The fail safe function does not work. (B) (4).